Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at "3.145" via an implantable pump for non-malignant pain and failed back syndrome - other. The pump status and/or event log reported an active motor stall occurred. Additionally, a stopped pump may exceed tube set message was observed, as well as multiple motor stalls and recoveries. No symptoms were reported. The event date was noted to be (B)(6) 2016, however the logs would not go any later. The patient's last refill was no longer in the logs.

Manufacturer narrative:
Analysis of the pump found motor corrosion and-or wear and-or lubrication as well as a stall due to shaft bearing.

Event description:
The pump was explanted and returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.